Event description:
It was reported that a user of the ilet bionic pancreas with an integrated libre 3 plus sensor experienced unsuccessful scans and failure to initiate sensor pairing until near-field communication on the phone was enabled and the ilet application was restarted, after which the sensor entered warmup as expected. Symptoms included no glucose data availability due to unsuccessful sensor communication. Outcomes included temporary interruption of continuous glucose monitoring without clinical harm or alerts. Investigation included customer service troubleshooting, guidance to enable nfc, app restart, and verification of successful sensor warmup. Investigation of this case revealed user settings contributed to the scan failure and that functionality restored after enabling nfc and toggling sensor settings within the ilet app. It was concluded that the device functioned as intended once the correct phone settings were applied and that no device malfunction occurred.